Event description:
A hospital alleges that an advia centaur was involved in reporting a falsely low phenytoin result that led to inappropraite treatment of one pt. The initial results from the hospital laboratory were low. Prior to running the sample qc was run and it was within range for the phenytoin assay. The low results were reported to the physician and were used as a basis for treatment. Susbequently, a fresh sample was retested on another advia centaur instrument, phenytoin results came back with the sample containing toxic concentrations of phenytoin. The next day, the day after the results were reported, qc was run on the original advia centaur instrument where the phenytoin results had been low, and qc was out of range for another assay. A bayer field service engineer (fse) was sent the next day to troubleshoot the system, based on visual observations, the fse noted a clogged wash manifold and a constricted fitting on pinch valve 4. The engineer went ahead and replaced the wash manifold and all the 4 pinch valves. Subsequent precision studies for phenytoin were run on 18 repetitions and the controls for phenytoin were within range. The system was reported to be running well after this troubleshooting. The same day the hospital confirmed that the pt was given dilantin after the falsely reduced phenytoin results were reported to the treating physician. This complaint is considered closed for the purposes of this MDR.